Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported: "I have developed symptoms of bia-alcl and are awaiting test results". Histological marker cd30+ and alk- have not been confirmed. In addition, "severe capsular contraction," baker grade 3. The device has been removed. This record relates to the right side.